Manufacturer narrative:
Button. Investigation determined that the lockout button was likely stuck enabling the bed functions not to work properly without first unplugging the bed and resetting. In the event of an emergency, the bed would not be able to be lowered to medical intervention height.

Event description:
It was reported that the bed had no function. No adverse consequence reported.